Manufacturer narrative:
(B) (4). Posey company contacted the customer regarding the return of the reported products. Customer stated the alarm is now working fine with a new sensor pad. Therefore, no products will be returned for eval. (B) (4).

Event description:
Customer claims that the alarm tone is intermittent when pressure is released from the sensor pad. Pressure needs to be applied to the rj-11 clip in order for the alarm to work. There was no pt injury reported.